Event description:
It was reported that the paramedics were called to the house. It was stated that the time on the insulin pump was off by 10 hours. Troubleshooting was performed and a review of the programming revealed bolus history reflects that the last bolus was given on june 18, 2007. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.